Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The esheath and commander delivery system were returned to edwards lifesciences for evaluation. Visual inspection of the esheath revealed the exposed portion of the liner expanded as designed. Multiple kinks were observed in the sheath shaft and the sheath shaft was twisted on the distal tip. Bunching and twisting of the strain relief on the sheath shaft was noted. Liner delamination and severe compression of the liner on the distal end were also observed. Dimensional analysis and functional testing could not be performed due to the condition of the returned esheath. During the manufacturing process, the sheath undergoes multiple inspections. These inspections make it unlikely that a manufacturing non-conformance caused this event. The complaint for the sheath shaft kinked/bent and the sheath distal tip liner delamination was confirmed through visual inspection; however, since functional testing was unable to be performed due to the condition of the returned device, no manufacturing non-conformances were able to be identified in the returned sample. The minimum required vessel diameter for a 14fr esheath is 5.5mm. The patient¿s access vessel mld measured 7.6mm with severe tortuosity reported. In this case, in addition to procedural factors (manipulation of the sheath, withdrawal difficulties encountered with the delivery system post valve deployment resulting in the damage to the sheath), patient factors (tortuous access vessels) can also contribute to the delivery system withdrawal difficulties and sheath damage. It could not be determined if the reported resistance was experienced before or after the distal portion of the delivery system kinked. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-00948.

Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. The patient¿s access vessel mld measured 7.6mm with severe tortuosity reported. In this case, patient factors (severe vessel tortuosity) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-00948.

Event description:
During a tavr procedure, following the removal of the 14fr expandable sheath (esheath) and delivery system, an iliac artery dissection was observed. Three (3) stents were placed to repair the injury. During the procedure, following the deployment of a 23mm sapien 3 valve, as the commander delivery system was being withdrawn, the balloon caught on the edge of the esheath and "crinkled" in the patient. The delivery system and esheath were removed together as a unit. Following the withdrawal of the esheath, a dissection in the right iliac artery was observed. Three (3) stents were placed to repair the injury. The procedure was completed and the patient was transferred in stable condition. The access vessel minimum luminal diameter (mld) measured 7.6mm with no calcification and severe tortuosity reported.